Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload articulation slipped from third notch to second notch while the load was being fired. The surgeon continued using the device as it did not seem to have a clinical change to the staple line formation. There was no patient injury.